Event description:
Meter name: one touch profile. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: shaky. A patient reported they were unable to test on the meter. Their meter allegedly would only prompt insert strip message. Issue was not resolved. The result on their meter was unable to test. There was no comparison. Treatment unknown. "Insulin dosage was increased". No further information has been reported.